Event description:
A customer obtained consistently elevated troponin (accu tni) results on multiple samples from one patient. The samples were tested for troponin using an alternate method and were discordant. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer requested interference testing in customer product line support (cpls). However, the customer have not shipped the patient's sample yet as they have to collect a new sample. Per phone conversation with the customer, bci inquired if the customer would like service onsite to verify the system. The customer replied that they believe this patient has an interferent of some kind and declined offer. A clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.